Event description:
It was reported "connector/hub issue. Apparently it came out unexpectedly." The current status of the patient is "unknown" at this time. Additional information was requested, further information is unavailable at this time.

Manufacturer narrative:
(B)(4). The customer returned one unit v5-10116 et tube,cf,8.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appeared used as there was biological material present on the device. The connector was not firmly inserted into the et tube. The returned connector was found to be broken/cracked on the distal end. It could not be determined how or when this damage occurred. The IFU for this product states, "the 15mm connector is loosely seated due to the relaxation of the tube material around the connector." "Firmly seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily, the security of the connection is increased by twisting the two elements together." "Non-standard dimensioning of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15mm connector. Use only the equipment having 15mm connectors that are standard, in compliance with iso 5356-1." The reported complaint was confirmed based on the returned sample. The returned connector was broken/cracked on the distal end. However, it could not be determined how or when this damage occurred. Teleflex will continue to monitor and trend on this issue.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "connector/hub issue. Apparently it came out unexpectedly." The current status of the patient is "unknown" at this time. Additional information was requested, further information is unavailable at this time.